Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2019-02673, reference MFR. Report#: 1627487-2019-02674. It was reported the patient's scs system was explanted (date unknown) following an accident.

Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2019-02673, reference MFR. Report#: 1627487-2019-02674.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-02673. Reference MFR. Report#: 1627487-2019-02674. Follow-up information revealed the patient had the system explanted due to needing an MRI performed and system would not allow.